Manufacturer narrative:
An event regarding manipulation under anesthetic involving a triathlon insert was reported. The event was confirmed. The device was not returned for analysis. A review of the provided medical records by a clinical consultant indicated: while this case was within the scope of product recall regulatory action 2013-060, this pi was not felt to be related to the shapematch cutting jigs. The failure to regain motion postoperatively is not felt related to the device. All devices accepted into final stock met specification. There have been no other events for the reported lot. Conclusions: the investigation concluded that failure to regain motion after knee replacement is multifactorial. A review of the provided medical records by a clinical consultant indicated: the pi as submitted does not appear to be related to the use of shape match cutting guides or the triathlon implant. While this case was within the scope of product recall regulatory action 2013-060, this pi was not felt to be related to the shapematch cutting jigs. The failure to regain motion postoperatively is not felt related to the device. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During analysis of the (B)(4) clinical trial data it was discovered the patient had required manipulation under anaesthetic.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. When completed, the investigation results will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
During analysis of the shapematch clinical trial data it was discovered the patient had required manipulation under anaesthetic.